Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01563 ,0001825034-2017-03270 & 0001825034-2017-03271.

Event description:
It was reported that the patient was revised due to unknown reasons. No additional information was provided.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient was revised due to pain. No additional information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical devices: versa-dial 46x27x46 hum head catalog# 113048 lot# 021630; comp 8mm hum frac stem macro catalog# 11-113558 lot#473920; versa-dial/comp ti std taper catalog# 118001 lot# 723790. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.